Event description:
Procedure type: low anterior resection. According to the reporter: the physician was using a 45 mm blue reload (030455) with no issue. The sales rep. Was told the surgeon may have been handed a 030454 white reload in error during the procedure as it felt like the stapler was not functioning properly and that the tissue was extremely thick. The surgeon noted the bowel was not transected. The stapler was difficult to unload and the staple line came apart; malformed staples were noted. The procedure was converted from hand assist to open. The incomplete staple line was resected with unanticipated tissue loss; the operating time was extended greater than 30 minutes. There was no blood loss greater than 500cc; last known patient status hospitalized and stable.

Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of one endo gia ultra universal 12mm single use instrument opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions and the reported conditions were not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture.. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 03/10/2015.

Manufacturer narrative:
(B)(4).